Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An initial accu tnl result was 0.9 ng/ml. The result was not reported out of the lab. On the same day, the pt original sample was re-tested for accu tnl on another instrument in their lab and the results were: 0.02ng/ml and 0.03ng/ml. The customer then re-tested the pt original sample on the access 2 instrument and obtained two (2) results of 0.02ng/ml. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.